Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 137 mg/dl. The customer stated the none of the buttons are working. The customer was going to do a bolus and then the numbers were just going up and down. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.